Event description:
A customer reported experiencing a high blood glucose event, with the exact level unknown as the display showed ¿high.¿ cause was not known. To address the issue, the customer administered a correction bolus using the pump. Technical support advised the customer to consult with a healthcare professional to better understand factors affecting their blood glucose levels.